Event description:
It was reported that the pump touch screen was shattered, unresponsive, and unreadable. Reportedly, the pump fell and the touch screen became shattered; consequently the pump touch screen became unresponsive and could hardly be read due to the damage. There was no reported impact to customer's blood glucose. No additional patient or event information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.